Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had triggered an integrity alert due to non-sustained ventricular tachycardia episodes and short v-v intervals indicated to be noise/oversensing. High pacing impedance was also noted. The lead was suspected to be fractured. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.